Manufacturer narrative:
Additional information: event date ((B)(6) 2019) was entered (b3).

Manufacturer narrative:
(B)(6). Foreign: (B)(6). The device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. The device was not returned for evaluation. However, a product photograph was provided. Examination of the product photograph showed the device had sustained some damage at the connector area. The device type shown does not have a removable rotating connector, but a fixed connector. The photograph provided did not show any visible manufacturing defects. The manufacturing facility has determined that the root cause of the reported issue cannot be established in this case without device return.

Event description:
Information was received that a smiths medical (B)(6) custom 7.0 flextend ns tracheostomy tube was in use with a patient. The reporter stated that during routine tracheal suctioning, the small clear ring came apart at the tip of the adaptor of the custom tracheostomy (trach) tube. A trach change was not done as there was no backup to use. No adverse patient effects were reported.